Event description:
A complaint was received regarding the error message, "scan again in 10 minutes" for 2 hours or more while wearing the adc device. As a result, on (B)(6) 2022 the customer experienced unspecified symptoms of hypoglycemia and had a seizure, and was provided sugar by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "scan again in 10 minutes" for 2 hours or more while wearing the adc device. As a result, on (B)(6) 2022 the customer experienced unspecified symptoms of hypoglycemia and had a seizure, and was provided sugar by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Performed a visual inspection on the sensor plug assembly and not no failure modes were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination).as a result, the sensor puck was unable to record any further glucose data. In this situation the libre reader would issue a ¿replace sensor" message. An event 6 was also logged and corresponds to a system fault, which is caused when the software tries to access a vacant memory address (memory address that is invalid or non-existent). The system¿s non-maskable interrupt (nmi) signal, which is a system interrupt, alerted the central processing unit (cpu) of this error causing the puck to terminate. This sequence of events is due to memory corruption. Therefore, this issue is confirmed to memory corruption. All pertinent information available to abbott diabetes care has been submitted.